Manufacturer narrative:
The actual date of death is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿bottle sensor error on alaris pump led to the wrong med being programmed into the pump due to rn switching the channels from side to side to troubleshoot. Patient was decompensating at the time of the rn attempting to troubleshoot the alaris pump.¿ the reporter¿s information was redacted from the report.